Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the insulin did not flow during priming. Verbatim: consumer reported no inuslin flow with some pen needles during priming. Exact amount unknown. Stated he has to throw them out and then attach a second needle to complete his injection."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: a complaint history check was performed and this is the 1st. Related complaint for needle clog on lot # 9310115. Customer returned four (4) unused 32gx4mm bd pen needles from lot 9310115. Consumer reported no inuslin flow with some pen needles during priming. All 4 pen needles were examined, then tested for flow using a test pen injector: all 4 were able to expel properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the insulin did not flow during priming. Verbatim: consumer reported no insulin flow with some pen needles during priming. Exact amount unknown. Stated he has to throw them out and then attach a second needle to complete his injection."